Event description:
While using a byte day aligners, patient reported that they have experienced their aligners cutting their gums and causing extreme discomfort. While wearing the aligners they started to have cracking in their jaw which they were diagnosed with tmj. The aligners have created a lot of pain. They also reported that their teeth have not moved. The gap that is on their left side that they wanted fixed has not been fixed and they have experienced more pain. Provided fit and comfort tips, requested additional information for compliance and gum tags and bite video.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.